Manufacturer narrative:
The customer reported they received discrepant troponin t results for an additional patient sample (sample 10) on (B)(6) 2025. Sample 10 initially resulted in a troponin t value of 10.3 ng/l and it repeated as 5.52 ng/l. The sample was re-centrifuged and repeated twice on a second analyzer, resulting in values of 3.7 ng/l and 3.6 ng/l.

Manufacturer narrative:
A review of sample camera images from the analyzer showed some samples with film, hemolysis, particles, short volume, or bubbles. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). No calibration influence was observed. Controls were acceptable. There was no indication of a general reagent or analyzer issue. Isolated non-reproducible results do not represent a general malfunction of the assay. 56 sample related alarms occurred within 9 days. These may indicate a sample quality issue. Several maintenance actions, including maintenance of the gear pump head, measuring cells, and syringe seals were found to be due. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for nine patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit.